Manufacturer narrative:
Alleged failure: cib, max, onsite, flickered during case, po# (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. Probable root cause is the leaf spring contact between the receptacle board and the contact ring. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.